Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 357-430's mg/dl. A supply change was performed to address the past occlusion alarm. A system check was performed using the current supplies. During the system check, the occlusion alarms were verified and a crack/damage was observed on the cartridge. Reportedly, a cartridge change was performed to address the issue.